Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the device confirmed that the insulation has been compromised. Dings and scratches were seen throughout the shaft of the handle. An insulation integrity test was performed and the device failed. The probable root causes could be user mishandling and or normal wear and tear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.